Event description:
A customer stated that when customer used the excel off brand reagent strips customer had significantly different results. Customer stated that tested blood sugar against another elite system using bayer product and rec'd a result 122 mg/dl. However, while using the excel off brand reagent a customer rec'd a result of 429 mg/dl. The testing was conducted at the same time. While on the phone a review of the system was conducted. At the time the customer did not have the requisite supplies to continue the testing. These were supplied. Electronic checks were conducted and were found satisfactory. The customer was informed that bayer does not provide or support the use of an off brand reagent product. The customer was advised to call the 24/7 customer service number if any add'l problems are encountered. The complaint is considered closed for purposes of MDR.